Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. When moving the cable joints, there will be a signal coming back. The fse checked the signal cable, normal appearance, no damage found. The fse tested the machine with trainers simulator and the machine can read the signal normally, so informed the customer, replacing a spare part of a pressure signal cable. The fse replaced the pressure signal cable to resolve the issue. All operational and safety checks in accordance with factory requirements have been completed. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) units pressure signal is missing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use , the cs100 intra-aortic balloon pump (iabp) units pressure signal is missing. There was no patient involvement.